Event description:
The customer reported the manual mode probe of the coulter lh 500 hematology analyzer leaked a few drops of blood. The leak was not contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found the leak was coming from the probe on the blood sampling valve (bsv) and determined the bsv probe was defective. The bsv was rotating properly and the fse replaced the bsv to resolve the leak issue. The instrument was returned to normal operation. (B)(4).